Manufacturer narrative:
(B)(4).

Event description:
It was reported that several pacemaker-mediated tachycardia episodes were observed during device interrogation. All episodes were successfully terminated by the device. Patient reported to have palpitations. Programming changes were made. St. Jude medical technical representative suggested additional programming changes. Other than palpitations, patient was fine.